Event description:
It was reported that, patient was revised due to hip dislocation. Surgeon removed the head, liner, and screw and replaced the construct with a 40x56 +4 10d liner and a 40 head for more stability. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2021. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available implant photographs were reviewed. Based on the provided evidence, a dislocation event cannot be confirmed. No defects that could have contributed to the reported event were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.